Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was malfunctioned. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height matrix drawer 2.2 on the main cabinet was failed. A field service engineer found device not sensing or registering the drawer closed. Opened failed drawer and found the open and close sensor to be damaged. The sensor cable was cut due to drawer movement. Replaced damaged sensor, secured drawer back on its rails and rebooted station. Installed power switch bracket. All tested successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was malfunctioned. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.